Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio determined that the cause of the reported lock-up condition was the system controller pcb assembly; however, further component level cause could not be determined. The removed user interface pcb was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device required servicing. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not complete the boot-up process. The device was frozen on the initial boot-up screen.